Event description:
It was reported that there was a volume discrepancy problem where actual residual volume (arv) was greater than the expected residual volume (erv). Upon interrogation of the pump the erv showed 3.6 ml and they got back 10 ml. This was the first time they had a discrepancy per the reporter. The reporter noted that the patient was not showing any signs of baclofen withdrawal and was ¿actually very loose.¿ a dye study was performed on the day of this report to verify catheter placement (via myelogram) due to symptoms that the patient was experiencing (not related to spasticity). During the dye study they were able to aspirate 3 cc from the cap (catheter access portal), inject dye, and confirm under fluoroscopy that it was going to the intrathecal space. The reporter stated that the patient was "due for replacement soon anyway" and the patient was going to be put on the schedule for catheter and pump revision in the next month. The pump was used to infuse lioresal (baclofen) and previously to infuse baclofen (unknown). No intervention or outcome was reported for this event. Follow up was conducted to obtain this information. Should additional information be received, it will be added to this event.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11024r52, implanted: (B)(6) 2002, product type: catheter. (B)(4).